Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer is unable to unlock the pump. During troubleshooting with tandem technical support, customer stated that the touchscreen began functioning as intended. Customer's blood glucose level was 100 mg/dl. Reportedly, customer has back up injections for continued insulin therapy.